Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent cartridges were leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer's blood glucose ranged from 126-145 mg/dl.